Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) after inserting lens into the patient's eye noticed from the microscope that the lens had a blue elongated thread in optic body and tried to remove it with the irrigating probe and bss (balanced salt solution) water and finally removed it. The intraocular lens was not removed from the patient's eye. There was no patient harm. There are three medical device reports associated with this event. This report is for file 2 of 3.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).